Event description:
The customer reported that the system exhibited high voltage arcing resulting in intermittent fluoroscopic exposures and intermittent system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable connections to the x-ray tube were evaluated, re-lubricated and reseated. The system was tested and found to be working as intended and returned to service.